Manufacturer narrative:
The device with the lens was returned inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the start point of the loading area. The nozzle tip has stress lines. The lens has been replaced into the lens loading area. The center of the optic was cracked horizontally. The optic edge has a broken area and linear cracked damage that travels toward the optic center. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The reported cracked optic was observed. The lens appeared to have been replaced into the device loading area and the plunger was retracted to the start point. The damage to the lens and the visible stress on the nozzle tip may indicate that the lens was not in a proper position for advancement per the provided diagrams in the IFU during delivery. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported, during the intraocular lens implantation the lens optic was cracked and the surgeon could not use it. Additional information has been requested and received, stating that the procedure was completed on the same day with a back up lens. There was no harm to the patient.